Event description:
It was reported by the customer that a foreign object was observed in the package. There was no impact to the patient and the procedure was successfully completed.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Not available for return.

Event description:
It was reported by the customer that a foreign object was observed in the package. There was no impact to the patient and the procedure was successfully completed.